Manufacturer narrative:
Date of event: unknown. Investigation: bd life sciences - preanalytical systems has not received any samples and/or photos from the customer facility for evaluation; therefore, the investigation was limited. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode.

Event description:
It was reported that the lids to the 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube(s) fly off after the tube is filled with blood. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: retention samples were selected from bd inventory for evaluation/testing and upon test completion, the customer's indicated failure mode for stopper pop off was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.